Manufacturer narrative:
Additional information (02/16/2016): siemens healthcare diagnostics has determined that dimension vista® blood urea nitrogen (bun) lots 15215ae, 15243bb, 15264ba, 15299bb, 15300ba, 15320bb, and 15341ac may exhibit inaccurate patient and/or quality control results. Only specific reagent cartridge wells are affected. If calibration is performed using an unaffected well and patient results are subsequently run using an affected well, bun results may be falsely depressed by up to approximately 50%. If calibration is performed using an affected well, bun results may be falsely elevated by up to approximately 64%.siemens issued an urgent medical device correction dated february 2016, communication vc-16.01.b.us to all u.s accounts or an urgent field safety notice vc-16-01.b.ous, to all outside u.s. Accounts who had been shipped the impacted lots. Customers were directed to discard certain flexes with a specific lot number/cavity number combination.siemens offered a no charge replacement or credit for discarded inventory.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found that the sample probe 3 (s3) was occluded. The cse replaced the s3, performed auto-alignments and primed the instrument. The cse ran quality controls and patient samples and performed precision testing, all of which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and did not find an instrument malfunction. The customer also changed to a new reagent well set. The cause of the discordant, falsely low bun results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low urea nitrogen (bun) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting higher. The repeat results from the alternate dimension vista instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low bun results.